Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low right ventricular (rv) amplitude. The presenting electrogram demonstrated some sensing of the atrial pace on the rv channel. The true rv beat was then being sensed as ventricular fibrillation and was subsequently inhibiting biventricular pacing and causing suspension of the rv auto threshold test. Technical services suggested obtaining an x-ray to determine whether the rv lead had pulled back in position. The rv lead remains in service and no adverse patient effects were reported.